Manufacturer narrative:
Gas spring cylinder.

Event description:
It was reported by service report that the folwer was drifting and the gas cylinder was leaking fluid. No pt involvement or adverse consequences are reported.